Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, product type recharger. Product ID 37751, serial#(B)(4), product type recharger.

Event description:
Information was received from a patient (via a manufacturer representative (rep)) who was implanted with a neurostimulator for no-malignant pain. It was reported that the patient¿s desktop charger (dtc) connector pin was broken, bent or loose. The dtc was connected to the wall and the green light on the dtc was on, but the implantable neurostimulator recharger (insr) was not responding to commands or turning on to recharge. The rep also stated that when he interrogated today using the 8840-clinician programmer, the ¿neurostimulator batteries are depleted replace batteries now¿ message displayed. But it was known and reviewed that the external neurostimulator (ens) battery message can be displayed in error when a rechargeable battery becomes discharged a new dtc was sent to the patient. On the day after the report, he patient reported that the implantable neurostimulator (ins) in her back was not working but the battery came on after reprogramming. The patient also received the replacement dtc and she was able to charge her insr and charge the ins with eight coupling boxes as the battery was nearly empty. In conclusion, the stimulation was going down her back and legs again. This was not considered to be an out of box failure. There were no further complications reported or anticipated.